Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away in long-term acute care after being discharged as do-not-attempt-resuscitate. Cause of death was unknown at the time of notification. The patient was reported to have suffered cardiac arrest on (B)(6) 2025 around @0730, and pump operation stopped @0930. No autopsy was performed and the pump was not explanted and returned for analysis.

Event description:
It was later reported on (B)(6) 2026 that the cause of death has not been identified, the death was not considered device related, and that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.